Manufacturer narrative:
H11: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the device became allegedly stuck on the wire. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation and a physical investigation was performed on the catheter. During physical investigation a catheter was received. The tube had several kinks, at 63 cm from the tip of the catheter was a slight kink, at 64 cm from a slight kink and at 66 cm from the tip of the catheter was a strong kink / hole. The catheter had to be flushed due to heavy clogging. The test guide wire went through the catheter with slight resistance. The aspiration test was performed, and slightly lower aspiration level than nominal was achieved. Therefore, the investigation is confirmed for the reported deformation issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion) . Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. During the procedure, the device became allegedly stuck on the wire. There was no reported patient injury.